Manufacturer narrative:
Since the hospital decided to remove the necrotic tissue from this wound healing disorder by a second surgery, a risk to the patient's health could not be excluded for these specific circumstances in this isolated case, although there is no indication of a malfunction or quality or performance issue of the brainlab device or its biocompatibility, the brainlab device works as intended, according to the hospital, the follow-up surgery to remove the necrotic tissue was effective for the patient, there are no other negative effects to the patient, and no further clinical actions are planned for this patient regarding this issue. The surgeon informed, that the skin incision for the brainlab reference clamp was done not in the center but aside from the spinous process. Since the reference clamp is mounted in the center and if the skin incision was very small, there might be the possibility that one arm of the reference clam pushed the skin, potentially leading to pressure on the skin during the surgery. The surgeon mentioned that the patient has a higher risk to develop a wound healing disorder due to her physical condition and health status (cachectic). The above combination of clinical circumstances might have contributed to the reported effect on the patient in this isolated case. There is no indication of a malfunction or quality or performance issue of the brainlab device or its biocompatibility, the brainlab device works as intended. Brainlab intends to inform this hospital/surgeon about the brainlab investigation result.

Event description:
A spinal surgery for a stabilization of a vertebral fracture at l1 had been performed on (B)(6) 2013, with the aid of the brainlab navigation for the percutaneous placement of the pedicle screws tot eh vertebrae l2 and th12. The surgeon informed about a subcutaneous, local wound healing disorder (above fascia) originating from the skin at the incision that was done for the placement of the brainlab radiolucent spine reference clamp used for navigation at this spinal surgery. The hospital detected this effect on the patient one week after the surgery. The hospital decided to remove the necrotic tissue from this wound healing disorder by a second surgery. According to the hospital, the follow-up surgery to remove the necrotic tissue was effective for the patient, there are no other negative effects to the patient, and no further clinical negative effects to the patient, and no further clinical actions are planned for this patient regarding this issue.